Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 802:02 was not confirmed by service. Baxter quality engineering confirmed the reported condition as failure code 808:02. This condition was caused by a defective pump head module (phm). The phm was replaced to fix the reported condition. Additional information: a service history review revealed no previous service events were related to the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be filed if any additional details become available.

Event description:
The facility representative contacted baxter (B)(4) technical services to report a colleague infusion pump with failure code 802.02; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available. This involved a colleague p1.5 infusion pump with user interface module master software version 6.13.92.